Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and death.

Event description:
It was reported that a patient had passed away due to many health issues including uncontrolled diabetes. The patient had been released from the hospital and had passed away the same day. No further information is available as to this event.